Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer professional reported that during a vitrectomy surgery ophthalmic forceps were found to be locked and did not work. The surgery was completed with no reports of patient harm. Additional information received indicated that surgery was completed by alternate forceps.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The samples are received with 1 inner blister, 1 outer blister and 2 cover foils showing the lot information. 1 inner blister and 1 outer blister is missing. The samples shows macroscopic signs of damage. The shaft is bent. The samples shows signs of surgery residues. The samples was visually inspected with the aid of a photomicroscope with various magnifications. The samples was visually inspected. It was noticed that the shaft of the devices is bent. As the blisters was opened by the customer and there was surgery residues, he handled the product. The point in time when the malfunction occurred, can no longer be determent. The root cause cannot be identified conclusively because the sample has pass the 100% inspection. The sample was received in a closed status. As the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determent. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).